Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated. Further event information was requested but not received.

Event description:
It was reported that the patient was experiencing their scs ipg moving within the pocket site. In turn, the patient underwent surgical intervention in 2017 wherein the scs ipg was explanted.